Event description:
It was reported that there was a cgm error. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in successfully resetting their pump, which resolved the issue, allowing them to start their sensor session without encountering the error again.